Event description:
It was reported customer was experiencing high blood glucose since last night. Customer's current blood glucose was 241 mg/dl. Blood glucose in the morning was over 500 mg/dl. Symptoms were vomiting. Customer's father treated with a bolus. Troubleshooting was performed. Drive support cap was normal. No air bubbles noted. Customer's father did not have tubing clamp to perform high pressure test. Settings were correct. Blood glucose of 572 mg/dl was also reported. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.